Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually investigated. The packaging sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was conducted, and only two similar complaints were identified. No patient contacts.

Event description:
The account alleges that there was a defect in the packaging seal, resulting in an incomplete sterilization of the contents. The defect was identified by the account during preparations for a medical procedure. No patient contact or interaction to report. A new device was used to complete this procedure.